Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 212 mg/dl and 51 mg/dl. The patient experienced symptoms of hypoglycemia.

Manufacturer narrative:
Correction - the catalog number was updated in section d4 based on the returned product.